Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Upon further investigation by the customer, it was found that the exhalation flow sensor (evq) filaments were bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, flolan, an aerosolized medication was being used on a 980 ventilator for approximately three to four days and that during this time period the ventilator went into a safety valve open condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.